Event description:
During an exercise stress test the patient had a 3.5 second pause. The patient became symptomatic, and was sent to the emergency room. The pulse generator was interrogated and was normal. Ventricular autocapture was programmed on when pauses occurred, the programmed pulse amplitude was 0.75 v in both configurations. The ventriuclar sensitivity was decreased to 3.5 mv with autocapture disabled. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.